Event description:
The pt experienced a loss of therapeutic effect about two months after implant though he could still feel the stimulation. Reprogramming was unsuccessful. X-rays and impedance measurements were normal. Per the physician, the pt also experienced new pain. A revision was being considered.

Manufacturer narrative:
(B) (4).